Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with an unidentified guide wire, loaded inside the balloon catheter lumen. The balloon was loosely folded with only 3mm of the balloon material returned/left on the catheter. There was contrast in the balloon and lumen. The balloon, hypotube, inner and outer shaft were microscopically inspected. Inspection revealed a complete separation of the balloon, leaving only 3mm of the proximal end left attached to the catheter. Inspection of the shaft revealed numerous kinks in the proximal shaft and damage (perforation) 55mm distal of the port/exit notch with the distal end of the hypotube sticking out from the shaft, and 9 cm of inner shaft damage/buckling (starting 57mm distal of the port/exit notch). There were numerous kinks throughout the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented due to heart attack for more than 24 hours. A 3.00mm x 20mm nc emerge® balloon catheter was advanced but had difficulties crossing the lesion. The device eventually crossed the lesion and was inflated; however, the balloon ruptured. A piece of the balloon was found in a coronary artery under opaque radiography. An attempt was made to remove the embolised piece of the balloon but was unsuccessful. The procedure was unsuccessful with 1.19 ng/l troponin before the intervention to 1.77 ng/l the next day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented due to heart attack for more than 24 hours. A 3.00mm x 20mm nc emerge® balloon catheter was advanced but had difficulties crossing the lesion. The device eventually crossed the lesion and was inflated; however, the balloon ruptured. A piece of the balloon was found in a coronary artery under opaque radiography. An attempt was made to remove the embolised piece of the balloon but was unsuccessful. The procedure was unsuccessful with 1.19 ng/l troponin before the intervention to 1.77 ng/l the next day.